Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. A company representative met with the patient and confirmed that the ipg had reached end of service (eos). The patient¿s ipg lost communication with external devices. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced. Post-operatively therapy was restored.